Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope's video stopped and it went to a bunch of colored bars on the screen. The issue was identified during a diagnostic colonoscopy procedure, which was completed using an olympus backup device while the patient was under sedation (device outside the patient). There were no reports of patient harm.